Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed (B)(4) technical center. During the evaluation of the device a system fault was found in the downloaded error logs. The device was returned to the manufacturing facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no patient injury reported for this incident. (B)(4).